Manufacturer narrative:
Investigation summary: bd had not received samples, but 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for 'closure separation' with the incident lot was observed. Additionally, 24 retention samples from bd inventory were evaluated by functional testing and the issue of 'closure separation' was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes the rubber stopper remained in tube (stopper/shield separation). This event occurred 2 times. The following information was provided by the initial reporter and translated to english. The customer stated: only the plastic part of the hemogard was opened in the decapper, which jammed the analyzer probe.